Manufacturer narrative:
The provided log file and description of event indicates a faulty pba m48.3. The reported behavior could therefore be confirmed. The device reacted as specified and raised the acoustical auxiliary alarm to inform the user about the issue during the event. No patient health consequences have been reported. The pba m48.3 was replaced by the technician which solved the issue. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of comparable complaints reported from the field with respect to the determined error pattern is very low and accepted by the responsible product quality board. The results of this complaint investigation did not reveal any new or additional risks that have not yet been covered by the ventilator's risk management file.

Event description:
It was reported that during use, a sudden beeping alarm sounded, the power shut down, the screen went black, and ventilation stopped. After that, turning the power off and on only triggered the alarm sound, and the unit did not start. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, a sudden beeping alarm sounded, the power shut down, the screen went black, and ventilation stopped. After that, turning the power off and on only triggered the alarm sound, and the unit did not start. No patient injury was reported.